Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. However, multiple system messages [footswitch not connected at system startup or disconnected when system is on] were verified in the systems event log. The company representative replaced the footswitch cable for diagnostic purposes. Preventive maintenance was performed. The system was then tested and met product specifications. The replaced footswitch cable was returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that during a cataract with iol (intraocular lens) implant procedure, the unit did not recognize the footswitch. Following a 20-30 min delay to troubleshoot, another system was used to complete the procedure. There was no harm to the pt. It was noted that when the footswitch was tested on another system later, it worked fine.